Event description:
Blood leak in dialyzer - at the beginning of the dialysis treatment, as soon as the blood hits the kidney, at the top header of the kidney, tech could see obvious blood leak. Blood in dialysate alarm and you can see that the dialysate is pink. Patient had blood loss which was 350cc's. Blood was not returned to patient. No patient intervention. Customer not sure if case was dropped in shipping and there were cracks. Patient is okay. Dialyzers were replaced on machine. Only one dialyzer is available for return with a blood leak.